Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Documentation states that the patient¿s aortic annulus had a large nodule of calcium and the perimeter measured 81.1mm suggesting a 29mm evolut. Six intraprocedural fluoroscopic media files were submitted for review. Fluoroscopic valve load inspection was provided for evaluation revealing an inflow crown overlap ending before node 4, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that a pre-balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was then deployed to just prior to the point of no recapture, and depth appeared under expanded at a shallow depth which prompted a recapture. During the subsequent valve implantation attempt, valve infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured and withdrawn from the patient. A new valve was prepped and confirmed a good load. The new valve was then deployed to just prior to the point of no recapture, and significant under expansion was observed at a depth of at least 10mm on the non-coronary cusp in the cusp overlap view. Assessment was performed in the lao view with demonstrated under expansion at a shallow depth on the left coronary cusp. The non-coaxial positioning was most likely attributed to the outer curve bias of the delivery catheter system. According to medtronic best practices, under-expansion should prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system. Despite the noted under expansion and deep positioning on the non-coronary cusp, the valve was released and initially appeared stable within the aortic annulus. Sometime between the final release and removal of the delivery catheter system, the valve dislodged above the aortic annulus. The dislodgement event was not captured fluoroscopically; therefore, the cause of dislodgement cannot be verified. An angiogram performed post dislodgement revealed a valve above the aortic annulus but stable, and at least possible mild aortic regurgitation/paravalvular leak. An echocardiogram would be required to accurately evaluate the degree of regurgitation/leak seen on the angiogram. No intervention for the dislodged valve was reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient had an aortic annulus perimeter of 81.1 with a large nodule of annular calcium near the non-coronary cusp. Pre-dilation was performed with a 22 mm balloon. The first valve was deployed to 80% and appeared constrained in one fluoroscopic view but better expanded in another; the implant depth was shallow, prompting recapture. The valve was redeployed to 80%, appeared constrained in both views, and valve infolding was noted. The valve and delivery system were recaptured and removed, and an infolded area was observed when the valve was deployed on the table. A new system was prepared and used, and repeat pre-dilation was performed with a 23 mm balloon. A second valve was implanted with an initial implant depth described as deep on the non-coronary cusp (approximately 8¿9 mm) and shallow on the left coronary cusp (approximately 1¿2 mm), with the delivery system on the outer curve. After release, the valve embolized slightly above the annulus and shifted upward as it further expanded on the calcium; the coronaries were patent. The valve position was monitored, no further embolization was observed, and the valve was left in place. On next-day echocardiogram, the valve remained in the same position and the transvalvular gradient was 17 mmhg. .

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (B)(6); implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product serial/lot number: (B)(6); implant date: not-implantable; explant date: na medtronic product ID: evolutfx-29; product serial/lot number: (B)(6); implant date: (B)(6) 2026; explant date: na medtronic product ID: d-evolutfx-2329; product serial/lot number: (B)(6); implant date: not-implantable; explant date: na medtronic product ID: d-evolutfx-2329; product serial/lot number: (B)(6); implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product serial/lot number: (B)(6); implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient had an aortic annulus perimeter of 81.1 with a large nodule of annular calcium near the non-coronary cusp. Pre-dilation was performed with a 22 mm balloon. The first valve was deployed to 80% and appeared constrained in one fluoroscopic view but better expanded in another; the implant depth was shallow, prompting recapture. The valve was redeployed to 80%, appeared constrained in both views, and valve infolding was noted. The valve and delivery system were recaptured and removed, and an infolded area was observed when the valve was deployed on the table. A new system was prepared and used, and repeat pre-dilation was performed with a 23 mm balloon. A second valve was implanted with an initial implant depth described as deep on the non-coronary cusp (approximately 8¿9 mm) and shallow on the left coronary cusp (approximately 1¿2 mm), with the delivery system on the outer curve. After release, the valve embolized slightly above the annulus and shifted upward as it further expanded on the calcium; the coronaries were patent. The valve position was monitored, no further embolization was observed, and the valve was left in place. On next-day echocardiogram, the valve remained in the same position and the transvalvular gradient was 17 mmhg. Additional information was received that a procedural delay occurred as a result of the infold due to removing the valve from the body, loading a new valve, and performing a second pre-dilation. Per the physician, annular calcification contributed to the infold and also the dislodgement, reporting that when the valve expanded against the annular calcium it caused the dislodgement upwards.